Event description:
Prior to an implant procedure, it was noted that the helix of the right ventricular lead would not extend. The lead was not implanted and a new lead was implanted to resolve the event. The patient was stable with no adverse consequences reported.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and x-ray inspection revealed that the inner coil over torqued at the connector region, consistent with procedural damage. The full helix extension length measured within specification. The reported event of helix difficult to extend was not confirmed.